Event description:
It was reported that the patient's left ventricular (lv) lead was damaged during the device replacement procedure. The lv lead was then capped and replaced. There were no product performance allegations against the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.